Event description:
It was reported that the patient was scheduled for explant due to lack of therapy. Additional information was received that the patient was explanted due to lack of efficacy. High impedance was observed on (B)(6) 2017 through a periodic device database review, and the device was disabled at this time. The facility at which the patient was explanted is historically a no return site no other relevant information has been received to date.